Manufacturer narrative:
As reported, approximately 4 months after the placement of an optease intra vena cava (ivc) filter, it was found to have tilted, making removal impossible. Per the medical records, the ivc filter was placed due to inability to anti-coagulate secondary to subdural hematomas, with below the knee dvt and pulmonary emboli. The patient also subsequently developed inferior vena cava thrombosis. An additional legal filing was received that the patient also had deep vein thrombosis (dvt). The following additional information received per the patient profile form (ppf) indicates that the patient had blood clots, clotting and occlusion of the ivc. Per medical records, the ivc filter was placed due to subdural hematomas, below the knee dvt, and pulmonary emboli (pe). Approximately four months post implantation of the ivc filter, an unsuccessful percutaneous removal procedure was attempted. The patient also received thrombectomy post filter implantation. The patient is also reported to continue to suffer from emotional distress, mental anguish, anxiety and stress. The device remains implanted in the patient. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vena cava occlusive thrombus, clotting and dvt do not represent a device malfunction. Without procedural films, the reported tilt, retrieval difficulty, ivc thrombosis and dvt could not be confirmed. Anxiety does not represent a device malfunction and may be related to patient issues. The reported event notes implantation of the filter for approximately four months. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The timing and mechanism of the filter tilt remains uncertain. Incorrect orientation of the filter is a known potential complication for all ivc filter implants and is listed in the instructions for use (IFU) as such. Factors that may have influenced the event include underlying patient comorbidities, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. This report is a follow up report to MFR number 9616099-2016-00299 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, approximately 4 months after the placement of an optease intra vena cava (ivc) filter, it was found to have tilted, making removal impossible. The patient also subsequently developed inferior vena cava thrombosis. An additional legal filing was received that the patient also had deep vein thrombosis (dvt). The following additional information received per the patient profile form (ppf) indicates that the patient had blood clots, clotting and occlusion of the ivc. The patient is also reported to continue to suffer from emotional distress, mental anguish, anxiety and stress. According to medical records, the ivc filter was placed due to subdural hematomas, below the knee dvt, and pulmonary emboli (pe). Approximately four months post implantation of the ivc filter, an unsuccessful percutaneous removal procedure was attempted. The device remains implanted in the patient. The patient also received a thrombectomy post filter implantation.